Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "on (B)(6) 2014. [Pt] underwent several procedures which included the removal of the blood clots, removal of the initial celect filter, and implantation of a second cook celect filter. In (B)(6) 2016, [pt] began experiencing severe back pain. On (B)(6) 2016, he underwent a computed tomography ("CT") scan. Due to concern raised by this CT scan regarding the placement of [pt]'s cook celect filter, [pt] was referred to [another hospital] for further treatment. [Pt]'s physician suspected the [pt]'s back pain may have been caused by the cook celect filter and performed a transjugular venogram procedure to determine whether the cook celect filter could be removed endoluminally or if the [pt] would be required to endure an open abdominal surgery. During the transjugular venogram, the [pt]'s physician determined multiple filter struts had migrated since the filter was placed, with several perforating more than a centimeter outside the wall of the [pt]'s vena cava. It was specifically noted that some of the struts "do seem to extend close to the spinous processes." The physician determined it was unsafe to attempt endoluminal removal of the cook celect filter as a result of the strut perforations. Thereafter, [pt]'s physician scheduled an open abdominal removal procedure in january 2017 to remove the cook celect filter and to repair the damage caused to [pt]'s ivc. Prior to the open abdominal surgery, [pt]'s surgeon expressed concern that the filter had potential for serious vascular injury as the struts were abutting major vascular structures - one "encroach[ed] on the right renal artery" and another "appeared to be within the aorta itself." During the open abdominal surgery, [pt]'s surgeon was only able to remove eleven of the twelve cook celect filter struts - four anchoring struts and seven secondary struts. Despite undergoing this risky surgery to remove the device, a fractured filter strut remains retained in [pt]'s body."